Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade broke at roughly 0.434¿ from the base and the broken piece was not returned. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace blade was damaged. The customer used a new instrument to continue with the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The damage occurred outside of the patient. There was no fragment that fell inside the patient¿s anatomy. The patient did not return to the hospital due to any post-surgical complications.